Event description:
It was reported that the tracheostomy tubes with the suction port line were kinked at the flange. No patient injury was reported.

Manufacturer narrative:
(UDI) is unknown; no additional information was provided. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A review of the device history records (DHR) showed there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. Four unopened blisters from the same lot were received for investigation. Under visual inspection, the suction lines were bent near flanges as reported by customer. This issue occurred as combination of over tightening of suction line around tracheostomy tube during coiling process which is done prior packaging and by holding of suction line in this position by blister itself for a longer time period. Due to material memory and those conditions permanent reduction of suction line internal diameter occurred. The root cause was deemed to be manufacturing-related. Action(s) taken to mitigate the reported issue(s): implementation of new packaging solution.